Event description:
Update rec'd 12/8/14 - plaintiff¿s preliminary disclosure form was received, which identified dob. The stem is being added to the complaint for elevated metal ion levels.

Event description:
Litigation alleges that patient has experienced pain and is planning to revise the left hip. She has pinnacle in her right hip (reported in a separate complaint).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - litigation alleges that patient has experienced pain and is planning to revise the left hip. She has pinnacle in her right hip (reported in a separate complaint); doi: unknown - dor: none reported (left hip); patient is a resident of (B)(6) ; update 8/20/2012 litigation papers allege the patient suffered extreme pain in her hip causing difficulty ambulating and other medical conditions to her detriment and the release of metal ions into her body that have reached dangerously high levels causing serious and permanent damage to her body.; doi: (B)(6) 2009. Update 2nd june 2014 - der rcvd (B)(6) 2014. Updated (approx) doi and dor, additional reason for revision added as raised metal ion levels. Product and lot numbers updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient suffered extreme pain in her hip causing difficulty ambulating and other medical conditions to her detriment and the release of metal ions into her body that have reached dangerously high levels causing serious and permanent damage to her body.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.